Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the olympus, cv-170 lamp turned off during procedures and they observed color changes in the image during the procedures. The intended procedure was diagnostic and completed using the same device with no delay in procedure. There was no patient injury or harm, associated with the problem, reported to olympus. This is report # 1 of 2 for the report of "lamp turned off during procedures" and "color changes."

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was deterioration due to the age of the device.